Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 49 mg/dl compared with the sensor glucose reading of 40 mg/dl, and again the blood glucose reading was 239 mg/dl compared with the sensor glucose reading of 75 mg/dl. The customer treated with juice. The customer also reported blood at the insertion site. The customer declined to troubleshoot. The customer's product was replaced, however the product was not returned for analysis.